Event description:
(B)(4). This is the day that I realized I was in chronic pain. I have abdominal pain, back pain, allergic skin reactions, depression, fatigue, headaches, and joint pain. Since this date I have had ultrasounds, mris, a colonoscopy and endoscopy. I've been on anti-depressants, and anti-anxiety medications.